Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's "connector connecting the power cable in the power source is coming out of the power source". There was no reported patient involvement.